Event description:
It was observed that during the device evaluation, the subject device was found with fiber breakage, dents on edge, loose light guide (lg) adapter, and cracked on sides of video connector. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.